Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number.

Event description:
It was reported that unspecified bd sst tubes give erroneous results. The following information was provided by the initial reporter: "it is reported customer experienced low level of positive results when testing for hepatitis c viral loads using sst. Verbiage received from customer response in (B)(4), - "I don¿t believe the issue I discussed with the representative was relayed correctly. We run hcv viral loads on the abbott m2000 platform. If you do not use a dedicated specimen for testing, we have found that it is possible to get a low level positive result on a sample that otherwise would have been negative. We believe this interference has more to do with the nature of molecular testing than the tube used to do the testing. Dna/rna is everywhere and it doesn¿t take much to pick up a residual amount when a specimen is shared across testing platforms. This phenomenon is not related to a specific lot number of tubes nor is it related to a specific type of tube. We use both ppt and sst tubes for this testing and we have noticed it on both. This is an issue for abbott to note in their assay protocol. Please let me know if you have any additional questions." Complaint to cover sst tube that was mentioned in response was not created when customer response was initially received 11/19/2019."

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos from the customer facility for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. The original issue for this customer was for them to follow manufacturer's guidelines for the instrumentation and their own validation protocols. Bd does not have molecular data for this product and this assay/instrumentation use. H3 other text : see h.10.

Event description:
It was reported that unspecified bd sst tubes give erroneous results. The following information was provided by the initial reporter: "-it is reported customer experienced low level of positive results when testing for hepatitis c viral loads using sst. Verbiage received from customer response in pr 127865, - "I don¿t believe the issue I discussed with the representative was relayed correctly. We run hcv viral loads on the abbott m2000 platform. If you do not use a dedicated specimen for testing, we have found that it is possible to get a low level positive result on a sample that otherwise would have been negative. We believe this interference has more to do with the nature of molecular testing than the tube used to do the testing. Dna/rna is everywhere and it doesn¿t take much to pick up a residual amount when a specimen is shared across testing platforms. This phenomenon is not related to a specific lot number of tubes nor is it related to a specific type of tube. We use both ppt and sst tubes for this testing and we have noticed it on both. This is an issue for abbott to note in their assay protocol. Please let me know if you have any additional questions." Complaint to cover sst tube that was mentioned in response was not created when customer response was initially received (B)(6) 2019."